Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 6947 implantable tachy lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the device had a product performance issue because the battery lasted less than 3 years. The device was explanted and replaced. It was also reported that the right ventricular lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.